Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. A conclusive cause for the reported inability to grasp and clip caught on steerable guide catheter (sgc) soft tip cannot be determined. The reported bent gripper is the result of the clip caught on the sgc soft tip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult to remove the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted and advanced to the left atrium (la). The clip delivery system (cds) (90824u161) was inserted, but was unable to grasp the leaflets; therefore, the clip was retracted. However, the clip became caught on the soft tip of the sgc. The clip was removed from the soft tip, but one of the grippers became bent. It was noted that no damage occurred to the soft tip of the sgc. The clip was removed and replaced with cds (91203u133); however, this clip was also unable to grasp the leaflets. The clip was removed without issues and replaced. Two additional clips were successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.